Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5179782.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator (ICD) delivered multiple shocks due to an unknown reason. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: section d4 - the "serial number" section should have been left blank, rather than including (B)(6).